Event description:
The user sustained an alleged injury as a result of electrostatic discharge (esd). This discharge is reported to have occurred when the user came in contact with a philips CT system and an ungrounded gurney supplied by an unk provider. The user sought and received medical treatment and was given two days off work to recover.

Manufacturer narrative:
(B)(4). Philips has not completed our eval of this event at this time. We will file a f/u MDR at the completion of our investigation. (B)(4).